Manufacturer narrative:
H10 h3.h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection under magnification of the wand shows a detached screen with discoloration/contamination and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was returned with a cut junction cable and a cut suction line; a functional inspection cannot be performed. The complaint was verified. Factors unrelated to the design or manufacture of the device that could have contributed to the observed findings: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a metal, bone (3) extensive use of the wand causing excessive screen/ electrode erosion (4) operating the wand at a different setting than recommended by the instructions for use. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, after a shoulder rotator cuff repair surgery, it was found that the sheet metal of wand tip had fallen off. The metal sheet was not found in the joint cavity/ operating table. Smith and nephew back-up device was available to complete the surgery. A delay greater than 30 minutes was reported. The patient was not injured beyond the reported event.